Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing atopic dermatitis is being exacerbated under the lifevest equipment. Patient described the area as raw open sores. Flat, red, psoriasis that is not flaky. Its an inflamed and raised area that bleeds when scratched. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the irritation is unknown.

Manufacturer narrative:
Not applicable.